Event description:
It was reported serial number (B)(4) had a high threshold and undersensing ("low r-wave sensing"). Upon retracting the helix and pulling on the lead, the proximal superior vena cava coil appeared on x-ray to "unwind" and separate from the rest of the lead. The lead was explanted and replaced. It was further reported that serial number (B)(4) was attempted and not used due to the inability to extend/retract the helix. The patient's anatomy required multiple positioning attempts, with multiple extensions and retractions of the helix. Eventually, the helix would no longer retract, and another lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleevehead), there was blood in/on the helix mechanism, there was a tip seal observation, and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the helix was distorted/bent, there was blood in/on the helix mechanism and sleevehead, and there was a tip seal observation. The analyst noted that the lead was received with the helix fully extended. When the helix was extended during the procedure, the is-1 connector pin was turned ans excessive number of times, resulting in distortion of the distal conductor within the connector.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.

Event description:
It was reported serial number (B)(4) had a high threshold and undersensing ("low r-wave sensing"). Upon retracting the helix and pulling on the lead, the proximal svc coil appeared on x-ray to "unwind" and separate from the rest of the lead. The lead was explanted and replaced. It was further reported that serial number (B)(4) was attempted and not used due to the inability to extend/retract the helix. The patient's anatomy required multiple positioning attempts, with multiple extensions and retractions of the helix. Eventually, the helix would no longer retract, and another lead was used. No patient complications were reported as a result of this event.